Event description:
The base of the subglottic suction port broke away from the body of the endotracheal tube while the patient was intubated with the device, causing an initial air leak and rendering the subglottic suction feature unusable.